Event description:
A catheter dye study confirmed that the pt's catheter was fractured and was disconnected at the pin. The pump and catheter were replaced. The pt recovered without sequela. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.